Event description:
The customer reported to philips healthcare that they were unable to analyze 12 lead ECG on the heartstart mrx. There was no reported negative patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.